Event description:
The customer reported 3 false positives results for sars-cov-2 target on the alinity m resp-4-plex assay. The customer reported the following sample ids (sids) were discrepant: (B)(6). According to the customer, all the affected samples were retested on the roche's liat analyzer. Sids (B)(6) were not transmitted to the physician and the same aliquots were retested on the liat. Sid (B)(6) was reported to the physician. The physician questioned the reported result as the patient was negative 11 days before being tested on the alinity m and 3 days after being tested on alinity m. The physician called the lab to have an explanation. Sid (B)(6) with a cycle threshold (CT) of 33.60. Sid (B)(6) with a CT of 35.94. Sid (B)(6) with a CT of 36.23. The customer reported that the patient was transferred to another re-education unit for covid patients due to the positive result. Although the patient was moved to another unit, there was no report of impact to patient health. This incident is being reported to FDA because the incident occurred in france using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review; the runs were valid, met assay specification requirements, and no error codes or flags were displayed for the controls or reported discrepant result samples. The reported discrepant result samples produced a valid result, and the amplification curves did not appear abnormal. The review of the customer data demonstrated the alinity m resp-4-plex amp kit (list 09n79-090) lot 527403 was performing as expected. The assay reagents performed as expected and met the assay specification requirements for the controls. No error codes or flags were displayed for the controls or reported discrepant result samples. There is no indication that lot 527403 was performing outside of established design performance specifications. A product deficiency was not identified by this evaluation. Quality data review device history record (DHR) / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot# 527403 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. Corrective action preventative action (CAPA) / non-conformance (nc) review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 527403 or its components. This CAPA review did not identify any existing internal issues or nonconformances directly related to the reported complaint for lot 527403. Complaint history review; a complaint history review was performed to identify complaints related to the reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 527403. A product deficiency was not identified by this evaluation. A product deficiency was not identified regarding the sars-cov-2 target for the alinity m resp-4-plex amp kit (list 09n79-090) lot 527403.